Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative yukon polyaxial screw fracture. The associated procedure was completed successfully by replacing the fractured screw. There was a 30-minute surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot 23ga (1): manufacture date 22 june 2021, device not returned.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative yukon polyaxial screw fracture. The associated procedure was completed successfully by replacing the fractured screw. There was a 30-minute surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot 23ga (1): device not returned by user.